Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter, during the procedure, the balloon was inflated and checked with a camera. The physician tried to remove the camera but unable to remove it. Since the camera was flexible one, the physician checked the camera if it was deformed or not. The camera was not deformed but could not be removed. The camera was removed forcibly and the tube part of the camera broke. Due to the physician, he felt the camera got stuck at the shaft of the device not the exit. Another device was used to continue the procedure. No patient harm. Operating time extended less than 30 min. No tissue damage. Nothing fell into the cavity. No bleeding.